Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/13/2016. Date of follow-up report: 06/06/2016. Visual inspection found no defects. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien/medtronic was unable to confirm the customer¿s report. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device did not perform vessel sealing. No tissue damage reported. No bleeding reported. No patient injury reported. Multiple attempts were made to gather additional details from the site without success.